Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. During preparation for the procedure, the pusher of the ruby coil was found kinked prior to use. A new ruby coil was used to complete the procedure.

Manufacturer narrative:
Conclusion - the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.